Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate (pseudomonas aeruginosa) was false positive as a carbapenemase-producing organisms (cpo) even though the drugs imipenem and meropenem were sensitive. The final result was verified using cpo immunochromatographic assays, the result being negative. No health impact or consequence reported.